Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 1/31/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed and the lens was cut into two pieces. Visual inspection at 10x microscope magnification was performed and both haptics are distorted / bent. The reported haptic damaged was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. If implanted, give date: not applicable, as the lens was not fully implanted, but inserted and removed during the same procedure. If explanted, give date: not applicable, as the lens was inserted and removed during the procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of a za9003 intraocular lens (iol), the trailing haptic was observed to be bent as the lens was being inserted. The lens was cut in half and removed. The physician noted that the capsule bag broke and a non-amo device was used as a lens replacement. Through follow up the customer indicated that there was no record of incision enlargement for this event. The procedure was completed with no further issues reported. No further information was provided.